Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was an impedance shortage. The cause of the low impedance was not provided and it was unknown if the low impedances resolved. No other actions were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that impedance values were identified while reviewing the device interrogation reports. Impedance measurements of electrodes 0 and 10 was 190ohms. It was unknown what actions were taken. The event outcome was unknown. No patient complications were reported as a result of this event.